Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was determined that the head's cable was out of specification in an electrical manner and that it actually kept the programmer from being able to power up while the head was connected to it. The cable was replaced to resolve and the head passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.